Manufacturer narrative:
Contact office - name/address: contact information updated. Siemens reviewed the data provided by the customer. The thb values for the patient samples in question appears valid. No interfering substances were identified, and no co-ox diagnostic errors were flagged on the day the sample was run. There is no suggestion that the co-ox module was malfunctioning. The thb value for the patient sample in question may have differed due to the separate patient draws and sample handling. If the samples are not well mixed at the time of the test, the blood cells will settle and give a different result when compared to a well-mixed sample. The root cause of the discrepant thb results cannot be determined.

Manufacturer narrative:
Siemens has received the data logs provided from the customer for investigation. The customer stated that they changed the measurement cartridge and the instrument is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results from two rl 1265 instruments and a non-siemens hematology analyzer. There was no report of injury due to this event.